Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the mid-section and the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. There were two bends to the stability shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into the native annulus, after the third deployment attempt, the valve dislodged as a result of too much blood pressure. The valve was covered with blood clots, therefore the team elected to use a new valve. The implant of the second valve was successful. It was reported that heparin was administered during the procedure. The act (activated clotting time) levels were monitored two times during the valve implantation and started at around 220 and with extra heparin administer achieved an act of 260. At the time the thrombus was noted, the act was around 220. The procedure lasted 90 minutes. The thrombus was noted during the recapturing of the valve. No adverse patient effects were reported.